Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 17-oct-2015. The most recent information was received on 06-dec-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 28-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included paratubal cyst. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("constant pain all the time / poking"), fatigue ("tired"), cystitis ("bladder infections") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("bad abdominal pain"), abdominal distension ("extremely painful bloating"), burning sensation ("burning"), muscle spasms ("spasms in sides"), emotional disorder ("constant emotional problems"), depression ("depression"), panic attack ("panic attacks"), asthenia ("energy to even get through day was very rough"), nausea ("nauseousness"), dizziness ("dizzy spells"), gastritis ("breathing problems from the inflammation in stomach"), dyspnoea ("breathing problems from the inflammation in stomach"), feeding disorder ("not be able to eat") and insomnia ("insomnia at night"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved, the pain, abdominal distension, muscle spasms, emotional disorder, depression, fatigue and asthenia had not resolved and the nausea, dizziness, gastritis, dyspnoea, feeding disorder, insomnia and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, asthenia, burning sensation, cystitis, depression, dizziness, dyspareunia, dyspnoea, emotional disorder, fatigue, feeding disorder, gastritis, insomnia, muscle spasms, nausea, pain, panic attack and pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: injected and inflamed appearance of uterus, fallopian tubes, anterior and posterior cul de sac. Uterus slightly enlarged and boggy. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality-safety evaluation of ptc. Incident we received a lot num:ber/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("constant pain all the time / poking"), abdominal pain ("bad abdominal pain"), abdominal distension ("extremely painful bloating"), burning sensation ("burning"), muscle spasms ("spasms in sides"), emotional disorder ("constant emotional problems"), depression ("depression"), panic attack ("panic attacks"), fatigue ("tired"), asthenia ("energy to even get through day was very rough"), nausea ("nauseousness"), dizziness ("dizzy spells"), gastritis ("breathing problems from the inflammation in stomach"), dyspnoea ("breathing problems from the inflammation in stomach"), feeding disorder ("not be able to eat") and insomnia ("insomnia at night"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, pain, abdominal pain, abdominal distension, muscle spasms, emotional disorder, depression, fatigue and asthenia had not resolved and the nausea, dizziness, gastritis, dyspnoea, feeding disorder and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain, asthenia, burning sensation, depression, dizziness, dyspnoea, emotional disorder, fatigue, feeding disorder, gastritis, insomnia, muscle spasms, nausea, pain, panic attack and pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-feb-2018: summons received. Case became incident. Event pelvic pain updated. (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), device dislocation ('she ensured me that my coils were still in place, though slightly pushed out') and pregnancy with contraceptive device ('my pregnancies all resulted in chemical miscarriage') in a 28-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", medical device monitoring error "the implanting surgeon did an ablasion at the same time as the essure" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included paratubal cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pain ("constant pain all the time / poking"). In (B)(6) 2015, the patient experienced abdominal distension ("extremely painful bloating/ bloating"), fatigue ("tired/ fatigue"), cystitis ("bladder infections/ infection (bladder/ urinary tract/vaginal) type: bladder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("bad abdominal pain/ abdominal pain"), burning sensation ("burning"), muscle spasms ("spasms in sides"), emotional disorder ("constant emotional problems"), depression ("depression"), panic attack ("panic attacks"), asthenia ("energy to even get through day was very rough"), nausea ("nauseousness"), dizziness ("dizzy spells"), gastritis ("breathing problems from the inflammation in stomach"), dyspnoea ("breathing problems from the inflammation in stomach"), feeding disorder ("not be able to eat"), insomnia ("insomnia at night"), discomfort ("she could tell how uncomfortable I was"), nervousness ("feeling nervous") and fallopian tube disorder ("fallopian tube syndrome"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("I have already lost 11lbs and my tummy is flat already"). The patient was treated with hydrocodone bitartrate; paracetamol (vicodin) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved, the device dislocation, pregnancy with contraceptive device, nausea, dizziness, gastritis, dyspnoea, feeding disorder, insomnia, cystitis, discomfort, nervousness, weight decreased and fallopian tube disorder outcome was unknown and the pain, abdominal distension, muscle spasms, emotional disorder, depression, fatigue and asthenia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal distension, abdominal pain, asthenia, burning sensation, cystitis, depression, device dislocation, discomfort, dizziness, dyspareunia, dyspnoea, emotional disorder, fallopian tube disorder, fatigue, feeding disorder, gastritis, insomnia, muscle spasms, nausea, nervousness, pain, panic attack, pelvic pain, pregnancy with contraceptive device and weight decreased to be related to essure. The reporter commented: patient had need for additional surgery. As per source document(social media): patient claimed that: my pregnancies all resulted in chemical miscarriage, but exact number of pregnancies were not specified. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: injected and inflamed appearance of uterus, fallopian tubes, anterior and posterior cul de sac. Uterus slightly enlarged and boggy. Concerning the injuries reported in this case, the following ones were added from social media: discomfort, nervousness, weight decreased, device dislocation, medical device monitoring error, fallopian tube disorder, pregnancy with contraceptive device, abortion spontaneous. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Events: she could tell how uncomfortable I was, feeling nervous, I have already lost 11lbs and my tummy is flat already, she ensured me that my coils were still in place, though slightly pushed out, he implanting surgeon did an ablation at the same time as the essure, fallopian tube syndrome, my pregnancies all resulted in chemical miscarriage, my pregnancies all resulted in chemical miscarriage/ the embryos could never implant, device ineffective was added. Reporter's information was added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1737) on 17-oct-2015. The most recent information was received on 08-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 28-year-old female patient who had essure (batch no. B71974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included bloating, paratubal cyst and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("constant pain all the time / poking"), fatigue ("tired"), cystitis ("bladder infections") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("bad abdominal pain"), abdominal distension ("extremely painful bloating"), burning sensation ("burning"), muscle spasms ("spasms in sides"), emotional disorder ("constant emotional problems"), depression ("depression"), panic attack ("panic attacks"), asthenia ("energy to even get through day was very rough"), nausea ("nauseousness"), dizziness ("dizzy spells"), gastritis ("breathing problems from the inflammation in stomach"), dyspnoea ("breathing problems from the inflammation in stomach"), feeding disorder ("not be able to eat") and insomnia ("insomnia at night"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved, the pain, abdominal distension, muscle spasms, emotional disorder, depression, fatigue and asthenia had not resolved and the nausea, dizziness, gastritis, dyspnoea, feeding disorder, insomnia and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, asthenia, burning sensation, cystitis, depression, dizziness, dyspareunia, dyspnoea, emotional disorder, fatigue, feeding disorder, gastritis, insomnia, muscle spasms, nausea, pain, panic attack and pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "bladder infections, dyspareunia (painful sexual intercourse), patient did not undergo essure confirmation test", reporter, lot number added from pfs. Concomitant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.